Event description:
It was reported that during routine ICD exchange, the lead showed an insulation defect, and a stretched hvb coil was observed under x-ray. Lead function had been normal up to the time of ICD changeout. The lead was explanted and replaced. No patient complications were reported as a result of this event, and the patient outcome was reported to be ok following the replacement procedure.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the lead is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) outer insulation breached; blood noted on conductors, and insulation was melted, likely due to cautery; proximal segment returned and analyzed.